Manufacturer narrative:
(B)(4). Event occurred in 2020 though exact date is unknown. Five(5) device ids were provided by the customer/reporter; of these, only one (1) was reported to have dislocated and contributed to the adverse event. It is unknown which exact device malfunctioned; it is one of the following: item#: 47248403250, lot#: 63218267, manufacture date: dec 8, 2015, sterile expiry date: nov 30, 2025, UDI: (B)(4). Or item#: 47248402550, lot#: 63133288, manufacture date: aug 12, 2015, sterile expiry date: jul 31, 2025, UDI: (B)(4), qty: (B)(4). Or item#: 47248403250, lot#: 63261759, manufacture date: feb 11, 2016, sterile expiry date: jan 31, 2026, UDI: (B)(4). Or item#: 47248403050, lot#: 63138303, manufacture date: aug 25, 2015, sterile expiry date: aug 31, 2025, UDI: (B)(4). Implantation occurred in 2019 though exact date is unknown. Revision occurred in 2020 though exact date is unknown. Concomitant medical product: tibial nail - yellow 10 mm diameter 28 cm length, catalog#: 47249528010, lot#: 62445019. Report source: foreign: germany. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. It was reported that screw back out may be secondary to the bone healing, however with the provided information root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported via a clinical study that a patient underwent a bone fixation procedure of the left tibia. On an unknown time frame post-implantation, the patient began to experience pain. It was determined that the left locking screw had dislocated. The patient underwent revision surgery to remove the dislocated screw. Due diligence is complete as multiple attempts have been made; however no further information or product is available.